Event description:
It was reported that prior to starting a da vinci surgical procedure, loose wires were identified on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the following damages: the instrument's grip cable to be derailed at the distal idler pulley. Yaw motion was non-intuitive as a result. The other cables at the wrist of the instrument were undamaged. The instrument's grip tips were bent. One grip was bent which caused side to side misalignment of the grip. There was a .029 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of bending remains overloading at the tip. Failure analysis concluded that the bent damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable if to recur could cause or contribute to an adverse event.